Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 4.0mm cannulated screw was inserted, hit some hard bone and the screw bent and broke. The patient outcome was good. It was reported that there was a 20 minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history record review and the investigation could not be completed. A product evaluation was performed. The investigation of the complaint articles has shown that the 207.740 4.0mm cannulated screw is intended for use in fractures of the forefoot such as with the compact forefoot reconstruction screw system (technique guide j12440-b). The returned device shows significant deformation of the threading along the length of the device with the most severe deformation at the most distal end of the screw. It was reported that the device hit something hard, bent and then broke. This condition is confirmed; the screw is missing its distal teeth which broke off during surgery. The condition is likely caused by the screw striking the guide wire during insertion causing the teeth to break and the threads to significantly deform. Drawing number 207.716 rev. G was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the screw impacted the guide wire during insertion leading to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.